Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 8. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. Medical product ¿ comprehensive primary stem; catalog #113629 lot #848700. Versa-dial comprehensive taper adapter; catalog #118001 lot #351180. (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-05559, 2017- 00165 / 00166).

Event description:
Following patient's initial left total shoulder arthroplasty, they began experiencing pain, loss of range of motion, implant popping/locking and loss of strength. There has been no reported revision procedure to date. Patient further alleges that their shoulder visibly separates when they lift their arm and that they have experienced a stroke due to the pain from their shoulder issues.

Event description:
It was reported patient underwent shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure has been indicated due to pain and loss of strength. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure has been indicated due to pain, loss of range of motion, implant popping/locking and loss of strength. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.